Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration# (B)(4)) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration# (B)(4)). The citadel plus bariatric care system has been designed to blend in with other beds used in the care environment to help preserve the patients sense of dignity while delivering the functionality required by caregivers to manage patients weighing up to 454kg (71 stone). Each citadel plus bed is equipped with the power drive system feature, intended to facilitate resident transport by providing powered transport of the citadel plus bariatric bed frame system. This power drive system feature allows activating forward and backward movement of the device. To activate this function, left and right-hand steering have to be applied at the same time by the operator of the bed. Left-hand trigger must be held down during entire duration of power drive operation. Right-hand trigger is used to give direction to movement (forward or backward). Releasing left hand trigger will make the power drive function inoperable. On 28-oct-2016 arjohuntleigh has received a customer complaint regarding citadel plus bed (serial number: (B)(4)), reported by (B)(4) hospital in (B)(6). Following the information presented in the complaint, when only left-hand trigger was pressed to turn on the power drive, the device was set in motion and moved backward against the operator. The technician advised there was a patient placed on the bed while the unintended movement occurred, however, no injury was sustained as a result of this event. After the incident the device was moved through arjohuntleigh technician inspection who was able to repair the bed throughout replacing the following parts: two pcbas (printed circuit board assemblies), both power drive handles and two batteries responsible for supplying power to the bed in emergency, short term use only. After faulty parts replacement the device started working as per manufacturer's specification. Root cause investigation was performed by arjohuntleigh r&d team from san antonio based on parts returned from the market. The investigation included the following apects: visual inspection of power drive control boards and associated components, functional testing, engineering testing. The analysis brought us to the following conclusions: visual inspection visual inspection of pcba 1: one of the connectors was found to be bent. The 3 pins of the connector were not damaged and were still soldered to the pcb. The connector was bent back down into place and its functionality was verified during functional test. Oxidation appears to be on the nut-washer-screw being a part pcba. This could be due to exposure to humidity, solvent or solder flux cleaning techniques. Light marks of oxidation (white residue) appear to be on the bottom side of the pcba. This could be due to exposure to humidity, solvent or solder flux cleaning techniques. Visual inspection of pcba 2: no anomalies were observed while inspecting pcba 2. Visual inspection of the associated components: the inspection did not reveal any significant anomalies that would affect the functionality of the power drive system. Functional testing : the test results in this report showed that the first power drive control board (printed circuit board assembly) tested failed the functional test when first tested. It was not able to power drive a simulated fortress bed. However, after re-programming with the same software version 1.16, it successfully passed functional test and was able to power drive a simulated citadel plus bed as intended. The second power drive control board also passed the functional test. It was able to power drive a simulated fortress bed as intended. Moreover, the test results confirmed that left and right power drive handles were functioning correctly. The following components: pwa(printed wiring assembly) and battery charger which together with two batteries are a part of bed charging assembly were not tested as it was assumed that these items should have no effect on the issue reported. Engineering testing: the test results showed that the voltage vr17 (voltage across the resistor r17 of power drive control boards) was near the low end of the expected range. It was measured at 1.578 volt for the first control board tested and 1.583 for the second one with an expected range of 1.54 volt< vr17< 1.86 volt. Crossing the low end of the expected range, vr17=1.54 volt, could enable power drive be activated in the reverse direction and contributed to the reported symptoms. The reported failure mode could not have been duplicated. Based on the collected information, photographic evidence and findings made during parts inspection it appears most likely that the malfunction reported was associated with an unintended drop of voltage across the resistor of the power drive control board, this could be attributed to the aging, environmental conditions etc., nevertheless the exact root cause of the voltage drop could not have been determined. In summary, although in the investigated complaint there was no adverse outcome, we determined to view this complaint as reportable in the abundance of caution. After reviewing health hazard evaluation (hhe) concerning uncommanded power drive movement it was established that this kind of failure may result only in customer annoyance which has an occurrence of 'rare' (unlikely; feasible, but unlikely in common use) and a severity of 'none' (no adverse health consequence. Could cause minor nuisance or inconvenience to end user). Because of the low risk to health we no longer see uncommanded power drive movement (symptom: bed is moving with only one power drive handle engaged) reportable to the competent authorities. It has not been established whether citadel plus bariatric care system was used for a patient therapy at the time of the event. No adverse event (death or serious injury) was reported. Investigation course regarding issue with power drive control boards did not allow defining the exact root cause of the observed failure. However, the investigation has shown that unintended drop of voltage across the resistor of the power drive control board, could be the contributing factor to the issue occurrence. At the time the event occurred arjohuntleigh device failed to meet manufacturer's specification. When reviewing similar reportable events a limited number of cases with similar fault description (power drive- uncommanded bed movement) were found. With the amount of sold devices on the market, the complaint ratio for reportable complaints with this failure mode is considered to be low.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation. - attachment: [cover letter.pdf]

Event description:
On (B)(6) 2016 arjohuntleigh has been informed that the bed could not move automatically while using power drive system and was moved forward manually instead. Moreover it was indicated that while power button was depressed on power drive pole the forward motion moves the bed backwards. During bed's inspection the technician found that when the left handle was pressed to turn on the power drive the bed would engage in reverse against the operator. Technician advised there was a patient in the bed while the incident occurred, but no injury was sustained as a result.

Manufacturer narrative:
This report is being field under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
On 28-10-2016 arjohuntleigh has been informed that the bed could not move automatically while using power drive system and was moved forward manually instead. Moreover, it was indicated that while power button was depressed on power drive pole the forward motion moves the bed backwards. During bed's inspection the technician found that when the left handle was pressed to turn on the power drive the bed would engage in reverse against the operator. Technician advised there was a patient in the bed while the incident occurred, but no injury was sustained as a result. Faulty part (power drive control board) was replaced and returned from market for further evaluation. Additional information will be provided following the conclusion of the part investigation.